Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implantation, the patient's lead exhibited high pacing lead impedance. The lead was replaced during the same procedure. The patient's condition was unknown.

Manufacturer narrative:
The reported event of the high lead impedance was not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.